Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) analysis of the returned device found no anomalies. Visual analysis noted the outer insulation kinked/buckled and the lead is stretched. Damaged at implant.

Event description:
It was reported that when the lead was positioned, it was not possible to extract the guide wire from the lead. Both the lead and guide wire were removed from the patient, and an attempt to remove the guide wire with force from the lead was made. This appeared to damage the outer insulation. The guide wire still could not to be extracted from the lead. The lead was replaced. No patient complications have been reported as a result of the event.